Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo micro catheter and echelon-10 micro catheter were returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened apollo inner pouch and within a u-track support catheter. ¿ visual inspection/damage location details: no damages or irregularities were found with the apollo micro catheter hub. Solidified onyx was found within the apollo catheter hub. No bends or kinks were found with visible portion apollo catheter body. The apollo tip was already detached from the catheter, and the detached tip was not returned for analysis (figure j). Dried onyx was found within the ldpe section. . ¿ testing/analysis: the apollo micro catheter could not be flushed as it was found to be occluded with the onyx. The apollo and echelon-10 micro catheters were found stuck within the u-track catheter due to the solidified onyx. The location of the apollo rupture/burst could not be determined as it was stuck within the u-track. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture with onyx¿ report was confirmed as onyx was found exiting from within the support catheter. The rupture may have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. Regarding the detachment of the distal tip, as no issue was not reported by the customer and customer reported the tip did not detach, the cause could not be determined. No damages or issues were found with the echelon-10 micro catheter. It is possible the kinking found with the u-track in addition to multiple micro catheters were used within the support catheter contributed towards the rupture if it prevented the onyx to flow freely within the apollo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that upon injection of liquid embolic agent into the apollo, there was no resistance. There was continuous slow injection of the liquid embolic agent. The embolic agent did not get embedded in an unitended location. The arterial access of the arteriovenous malformation was blocked by the coil, and normal interventional treatment could not be performed. Gamma knife treatment was performed later. The apollo tip was not detached during surgery.

Event description:
Medtronic received a report that the apollo catheter ruptured in the middle section with onyx. The patient was undergoing surgery for treatment of an arteriovenous malformation of the left temporal lobe. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 2mm. It was reported that the surgeon selected an apollo microcatheter. After the shaping was completed, onyx was found to leak from the middle tube during the normal injection process. The surgeon suspected that the apollo microcatheter was damaged. The operator withdrew the microcatheter and retained the sample. The catheter was ruptured (intact). There was no friction or difficulty during delivery. There was no other damage to the catheter. The injection rate was 0.15ml/min. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.